Event description:
It was reported that the pump was removed due to battery depletion. No issues were reported relative to the catheter during surgery. The catheter was also replaced as "pt grew taller and needed catheter tip placed higher." No pt symptoms or injury were reported. The pt recovered without sequela.

Manufacturer narrative:
Final device analysis reveals that the 40 degree connector +26 cm proximal; 28.5 cm distal pieces were returned. The proximal piece had a sliced cut and had an "angled appearance". Leaks were noted in this section. The distal portion was "ok".